Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable defibrillation lead presented to the hospital following a syncopal episode. A computed tomography (CT) scan was performed and revealed a lead perforation and cardiac tamponade/pericardial effusion. A pericardiocentesis was performed and an echocardiogram confirmed successful drainage of the fluid. The lead was successfully repositioned and remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that the patient later presented to the hospital with complaint of pain and shortness of breath (sob) and was observed to have return of pericarditis. The patient was admitted to the hospital and was released three days later.